Event description:
It was reported that after an infusion set change, the user experienced elevated blood glucose later the same day, with no alarms reported and the caregiver switching to backup therapy; no defects with the infusion set have been confirmed and the cause of the hyperglycemia remains unclear. Symptoms included hyperglycemia without reported ketones or other clinical complications. Outcomes included the need for additional treatment using backup therapy and no hospitalization. Investigation included attempts to obtain additional information from the reporter. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.